Event description:
Per information provided: attorney alleges that the patient underwent umbilical hernia repair with implant of bard/davol ventralex mesh on (B)(6) 2019. Post implant patient was diagnosed with recurrent umbilical hernia as the edge of the mesh was herniated and also the mesh was adherent to the underside of the umbilical stalk. Laparoscopic revision hiatal hernia repair was performed with excision of mesh. Along with implant of bard/davol ventrio mesh on (B)(6) 2025. Patient continued experiencing abdominal pain, tearing sensations, and swelling. Attorneys alleges that the patient experiencing recurrence, chronic pain, disability which have impaired daily activities and underwent additional surgical intervention. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges post implant of ventrio mesh patient continued experiencing abdominal pain, tearing sensations, and swelling. The patient's attorney also alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."; however, no details have been provided. Note, the date of event ((B)(6) 2026) is considered to be the best estimate based on the date of awareness. Note, the manufacturing date (15-feb-2023) is considered to be a best estimate. This emdr represents the ventrio mesh (device 2). An additional emdr was submitted to represent the ventralex mesh (device 1). Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.